Event description:
It was reported that during a gastric sleeve procedure, the surgeon shot the device and it didn't staple, only cut. The cartridge was replaced to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information has been requested, no response received to date.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what echelon device was used? Echelon 60 (ec60). Were there no staples seen? They haven´t been seen in the tissue nor in the reload did any of the staple lines deploy(either side)? No. Was the device difficult to fire? It wasn´t normal. It dis cut but it didn´t staple. Was the device fired over or near any clips or other hard objects? No. What tissue was the device being fired on? Stomach. Was a new gun/device used on the subsequent firings? Any issues? No, they continue with the same gun. Has this patient had 10 operations related to the difficulties with the device? No. How did the patient's postoperative course change as a result of the difficulties encountered with the device? Was very traumatic. Apparently was fine but after 72 hours stated vomiting. Patients preexisting conditions? No. Patient age, sex and weight? Male, (B)(6). How is the patient currently? Patient received a distal jejunostomy. Esophagus was closed due to a total gastrectomy after failure of the esophagus endostosis. He requires a final surgery which it hasn´t been done yet. Is the patient expected to have a full recovery? As long as he is submitted to a surgery in an advance clinic for esophagus surgery ( it´s recommended (B)(4)) how long has the surgeon been using the device? For 4 years. Has the surgeon been inserviced? He was formed in (B)(6) center.

Manufacturer narrative:
(B)(4).